Manufacturer narrative:
Additional product code: kwq. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the stardrive screwdriver shaft broke when the unknown screw was put into the distal fibula locking compression plate (lcp) during an ankle reconstruction. Fragments were generated but was easily removed. All pieces were recovered. There was no surgical delay. Procedure was successfully completed with no patient harm. Concomitant device reported: screw (part/lot unknown, quantity 1); locking compression plate (lcp) distal fibula (part/lot unknown, quantity 1). This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).